Event description:
It was reported that the customer was hospitalized due to high blood glucose readings of 300 mg/dl and borderline diabetes ketoacidosis. It was noted that the customer woke up with high blood glucose readings and found that the insulin pump had stopped delivering insulin. Customer attempted to treat with the insulin pump; however, received an error alarm and then treated with a syringe. It was noted that the customer was vomiting prior to the hospitalization. Customer's blood glucose reading at the time of the call was 575 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.